Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for sn (B)(6) determined the motor ran for a short time and then quit. The motor and plug harness assembly were replaced which resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing it was found that this device had a tear in the cord. The wires were exposed. During testing. No harm or delay reported. No adverse events were reported as a result of this malfunction.